Event description:
During initial access of artery using a micro puncture needle and wire set, the tripod wire was shaved off and left in pt, using another product and company equivalent. The same event happened and a second tip was shaved off and left in. Pt surgically removed. Diagnosis or reason for use: cardiac catheterization.